Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not working or giving alarms. Customer's blood glucose was 470 mg/dl. She reportedly treated with an insulin pen. It was stated that the customer changed her set three times. Troubleshooting was performed. Customer found the reservoir was leaking and there was insulin in the reservoir compartment. The insulin pump passed testing, including displacement test. Customer received a no reservoir alert on the insulin pump. Nothing further reported.